Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 14mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified tibialis anterior artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres for 1 second, the balloon ruptured. The device was removed and the procedure completed with a different device. No patient complications were reported and patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified tibialis anterior artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres for 1 second, the balloon ruptured. The device was removed and the procedure completed with a different device. No patient complications were reported and patient was in good condition.